Manufacturer narrative:
Section b5: additional information manufacturer's investigation conclusion: the report of a separation of the distal bend relief from the metal connector of the driveline could not be confirmed through this evaluation as no photos of the reported damage were submitted and no product was returned. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The separation of the driveline's silicone sleeve was previously investigated, and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It was determined that this separation is a design-related issue and it has been addressed. The hmii lvas IFU and patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the account clarified that there was a slight crack in rubber just over the bend relief. There were no broken pins. It was reportedly not of concern and was reinforced with rescue tape. The patient remained stable without alarms.

Manufacturer narrative:
Approximate age of device ¿ 2 years 3 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that there was a separation of the distal bend relief from the metal connector. Tech service scheduled clamshell repair on (B)(6) 2019. Per vad coordinator, no alarms was suspected and they weren't able to interrogate due to broken pin; when it was interrogated the week before, there was nothing significant. It seemed the patient cracked the rubber of the driveline and the broken pin happened due to not being seen upon interrogation. The driveline was rescue taped. No repair was needed at this time.